Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result for rotavirus and adenovirus in one patient. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from (B)(6): "the bd max interpreted positively both rotavirus and adenovirus in one patient. However, the curve in channel 530/565 rises parallel to the other, but only just above 200 and the shape doesn't seem very clear"

Manufacturer narrative:
H6 investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received low false positive results on evp. Customer reported that the curves for rota and adenovirus are running parallel of each other and are from one patient. The case has been escalated and is part of an escalation project. R&d is currently investigating the issue. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 02jan2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result for rotavirus and adenovirus in one patient. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2 the following information was provided by the initial reporter, translated from german: "the bd max interpreted positively both rotavirus and adenovirus in one patient. However, the curve in channel 530/565 rises parallel to the other, but only just above 200 and the shape doesn't seem very clear"